Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. The evaluation detected an unreported condition that has no relationship to the reported condition: after disassembling the device noted cracks on the organic light emitting diode (oled) screen. When the device was powered on, the screen stayed black. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. No enhancements or improvements were generated for the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the power handle did not activate, and it had a black screen. A manual handle was used to resolve the issue. There was no patient involvement.